Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The distal grip tip was broken and completely missing, and the pieces were not returned with the instrument. The snake wrist disk was also broken and missing, and the snake wrist cables were retracted inside the main tube, preventing the irrigator from seating properly on the instrument arm. The distal snake wrist cable was fully broken, which caused the cable to appear dislodged at the proximal end. There was no discoloration, corrosion, or contamination on the cables to suggest a reprocessing-related issue, and the surrounding components did not show abnormal sharp edges or damage that could have contributed to the cable failure. The instrument also had a broken and missing inner lumen at the distal end. The complaint was confirmed by failure analysis. The probable root cause of customer reported issue, and its related findings are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator instrument would not seat on to the instrument arm. The input disks would rotate properly, but the customer tried to reseat the instrument with no success. The procedure was completed with no reported injury.